Event description:
Pt suddenly waking up and trying to extubate self during shift change - grabbed onto endotracheal tube (et) tube and nearly extubated self. Night shift (noc) rn happened to still be at desk and saw this happen, and was able to run in and restrain patient. Propofol tubing was found to be laying in bed with large wet spot under blankets. On closer examination, it was found that the blue clave on the IV extension set was broken in half; with one half wedged in the IV tubing, and the other end remaining on the extension set in broken pieces. Immediately clamped tubing and changed; sedation restarted and patient resedated within a few minutes.